Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered and recorded properly during testing.

Event description:
The customer stated that he feels that his insulin pump is not giving him the correct amount of insulin. Customer stated that he is constantly testing his blood glucose readings. The insulin pump will be replaced. Nothing further reported.